Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the cylinder extruding through the distal tip causing an infection at the distal tip. The ipp cylinder and pump were explanted and the reservoir was left implanted in the patient and capped, no new device was implanted.